Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. Device history review was performed and found no non-conformance reports or other abnormalities during the manufacturing process. The product involved met current specifications. In addition, the device record review confirmed the labeling, material, and process controls were within specification. The system level review of the liberty cycler and concomitant products found no indication of a causal relationship between the products and the patient event.

Manufacturer narrative:
(B)(4). This report is being submitted as part of a system level review; which will include an investigation of all potential fresenius products being used at the time of the event. A supplemental report will be submitted upon completion of the plant's investigation.

Event description:
A peritoneal dialysis (pd) patient called technical services for assistance and reported they had cloudy effluent. During follow up with the patient's nurse she reported the patient was diagnosed with peritonitis. The patient went to the emergency room but was not admitted. The patient was treated with vancomycin and levaquin. As of (B)(6) 2016 the patient had recovered. Medical records were requested.